Event description:
It was reported the pt ((B)(6)) experienced a sudden loss of stimulation. A diagnostic test revealed invalid impedance measurements for several contacts. Surgical intervention was undertaken for further interrogation. Intraoperative testing isolated the issue to the extension as the device was found to be fractured. The pt's extension was explanted and replaced as a result, thereby resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.